Manufacturer narrative:
Additional information: a medtronic representative reported that the navigation system was used three additional times without the reported issue repeating. A medtronic representative reported that the issue occurred in (B)(6) and not the (B)(6).

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that while testing, the system exited after having it in an em cranial procedure for about 30 minutes and in an optical procedure system exited after 45 minutes. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system was exiting without any prompt from user. There was no patient present at the time of the issue.